Event description:
Information was subsequently received that the noise cannot be isolated or reproduced. It is becoming more frequent and causing the device to charge, therapy is diverted though. All lead measurements are still within normal limits. The patient will be seen for a revision consultation. No adverse patient effects were reported.

Event description:
Subsequent information was received that the noise resulted in inappropriate therapy. The patient was scheduled for a system upgrade. The rv lead was surgically abandoned. No adverse patient effects were reported.

Event description:
The revision procedure was currently canceled as the patient was hospitalized with non-cardiac related health issues.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise on the rv channel several months ago. The noise was oversensed but it did not lead to asystole of more than 2 seconds. The system also exhibited low, out-of-range pacing impedance measurements less than 200 ohms. The noise was not reproducible during isometrics and pocket manipulation. As insulation damage was suspected, a chest x-ray was performed, but did not show any evidence of a conductor fracture or insulation tear. Since the x-ray was unremarkable and the measurements were considered stable, patient monitoring with increased frequency was suggested. The patient is not pacemaker dependent and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). A revision procedure has been scheduled. This investigation will be updated should further information be provided.